Event description:
Sodium chloride inhalation solution, usp 3% ndc 76204-022-60 is labeled on the vial with 3.0% and I know that trailing zeros have been discouraged for over 20 years. I am wondering if this could be the cause of 3% saline found in kits where 0.9% saline was the intended drug. (B)(4) is a federally certified patient safety organization and an FDA medwatch partner. (B)(4).